Event description:
It was reported that the patient experienced erosion with an artificial urinary sphincter (aus). The aus was explanted and replaced as a result. The status of the patient after the implantation surgery was described as good. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced erosion with an artificial urinary sphincter (aus). The aus was explanted and replaced as a result. The status of the patient after the implantation surgery was described as good. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Product investigation results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.